Event description:
The hcp reported that the device was explanted due to battery depletion after an implant duration of 40 months. The patient was receiving lioreseal via the pump. No patient symptoms were reported. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
H6- final device analysis reveals no anomaly found - normal device function.